Event description:
When placing the last of nine coils into the aneurysm in the internal carotid artery (ica), the coil unintentionally detached. It was noted that there was some tortuosity in the vessel and a densely packed coil mass already in the aneurysm. The physician felt resistance when pushing the coil into the aneurysm then decided to pull the coil back when it detached. The case was ended and treatment was successful.

Manufacturer narrative:
Results : the stretch resistant (sr) wire at the center of the coil is broken. The distal solder ball at the distal end of the coil is attached to the broken sr wire which is wrapped around the unwound coil. The broken length measures 13 cm. The microcatheter has no visible defects. The coil is non-functional. A 0.025 mandrel is introduced into the catheter hub and advanced distally. The mandrel moved smoothly and exited the distal tip without incident. Conclusion: the damage noted in the complaint is confirmed. The sr wire break measures to the proximal constraint ball interface. The cause of the resistance felt during coil delivery into the aneurysm is unknown however; if there was resistance advancing the coil there may have been additional resistance when attempting to remove it. This resistance may have required tensile forces in excess of the tensile strength of the sr wire to remove it, resulting in the broken sr wire. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.